Event description:
End user reported that the device combusted and had to be put out with a fire extinguisher. The device was charging in the hallway and was not connected to a patient at the time of the event. The user reported that they heard a "pop" and then the device caught fire. The device was taken outside and sprayed with a fire extinguisher. The likely cause of the fire was a thermal runaway in one of the battery cells. The cause of the thermal runaway is unknown at this time.